Event description:
It was reported that a clearlink secondary medication set separated between the tubing and the drip chamber. According to the report, the issue occurred after the nurse hung the medication bag causing an unknown chemotherapy to leak on the floor and wall. There was patient involvement, but no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.